Manufacturer narrative:
The investigation into the delivery issues has been completed. The device was not returned for investigation. The root cause of the delivery issue was most likely patient condition related. The impella was unable to be placed as accessing the patient's vasculature was very challenging as per the clinical description provided. As noted in the impella instructions for use: impella rp smartassist system with automated impella controller section: potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿ b.7 revised as this information was inadvertently omitted from manufacturer device report number 1220648-2024-11181. H.6 code 4627 was reported incorrectly on manufacturer device report number 1220648-2024-11181. A new code has been added to health effect - impact codes. H.10 additional manufacturer narrative instructions for use were revised from manufacturer device report number 1220648-2024-11181 in accordance with updated procedures.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section warning and cautions: to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels

Event description:
The user facility reported a 78-year-old male patient in acute myocardial infarction/cardiogenic shock was to be implanted with an impella rp device for mechanical circulatory support. It was reported that access to the patient's vasculature was noted to be challenging and after multiple unsuccessful attempts, the decision was made to abort the implant. There was no patient harm.